Event description:
Upon opening a bd precision glide needle 16gx 1" , a white substance shot out and it the pharmacist. Possible plastic. Manufacturer response for 16gx 1" needle, precision glide needle 16gx 1" (per site reporter). Mfg sent a letter of investigation back.